Event description:
It was reported that during a stent grafting procedure, balloon deflation difficulties were encountered. The lesion was located in the abdominal aorta of a pt with an abdominal aortic aneurysm (aaa). No stenosis was present in the lesion. The equalizer balloon catheter was advanced to the lesion and the balloon was inflated in order to post-dilate the previously placed non-bsc stentgraft. However, when the physician attempted to deflate the balloon, it failed to deflate. The physician attempted deflation approximately five times, using a syringe, before the balloon was successfully deflated. The timeframe between balloon inflation was successful deflation is unk. The procedure was completed with this device. No pt injuries or complications were reported. Pt status is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.